Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was textured implant exchange. Device evaluation: analysis of the returned device identified a broken shell, a missing shell (0-25%) and device to be underweight. A visual and microscopic analysis was performed which identified a sharp broken and a crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side "pain and biocell exchange of implant." Additionally healthcare professional reported, "hole, non-specific." Device has been explanted.